Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00 x 38 synergy ii drug-eluting stent, the device came out of the hoop damaged and the tip was bent. The device never entered the patient's body and the procedure was completed with another 3.00 x 38 synergy ii drug-eluting stent. No patient complications were reported and the patient was doing well.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination found that the distal end of the stent was damaged and stretched in a distal direction over the distal tip. The maximum crimped stent profile measurement at the time of manufacture was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion, midshaft and inner/outer lumen found no issues. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification prior to shipping; however a review of the manufacturing data for the stent profile was carried out and no anomalies were noted. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00 x 38 synergy ii drug-eluting stent, the device came out of the hoop damaged and the tip was bent. The device never entered the patient's body and the procedure was completed with another 3.00 x 38 synergy ii drug-eluting stent. No patient complications were reported and the patient was doing well.